Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety - product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side capsular contracture baker grade ii/iii, left side discomfort and shooting pain, and a left side exchange of a textured device due to product concern. Later, healthcare professional reported "capsular contracture baker grade iii as well as a exchange from textured to smooth due to concern with the product". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/ii.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii/iii, left side discomfort and shooting pain, and a left side exchange of a textured device due to product concern. Device remains implanted.